Manufacturer narrative:
Quality-safety evaluation of ptc received on 08-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and subsequently had severe pelvic pain. She underwent a hysterectomy. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the positive temporal relationship, nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 06-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. Subsequent to implantation with essure, this plaintiff began to suffer from severe pelvic pain. Plaintiff had to have a hysterectomy as a result of essure. Company causality comment this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and subsequently had severe pelvic pain. She underwent a hysterectomy. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the positive temporal relationship, nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.